Manufacturer narrative:
Related MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the first year of implant, the patient was instructed to rotate equipment and believed that this applied to the system controller. As a result, the patient would routinely perform system controller exchanges at home. Log files were sent for review as the patient was being switched to a different hospital for routine care. On (b(6) 2023 log files were sent for the patient's backup system controller. They revealed low power advisories due to normal battery depletion and the file ended with a driveline disconnect. The patient replaced the batteries and no longer performs routine system controller exchanges at home.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed a pump stop event which was associated with disconnection of the driveline. It was reported that the patient was instructed to rotate his equipment and as a result, the patient would routinely perform system controller exchanges at home. The patient was instructed to no longer exchange the system controller. The submitted log files from the backup system controller captured a driveline disconnect event that resulted in a pump stop. The power cables were then disconnected and the controller was powered off which appeared consistent with the report that the patient routinely performed system controller exchanges independently at home. The pump appeared to have operated as intended at the set speed before and after the driveline disconnect event. Information captured from the primary system controller appeared to show the pump operating as intended at the set speed without any notable events. The patient remains ongoing on heartmate 3 left ventricular assis system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the patient handbook are both currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed a driveline disconnect that was confirmed to be due to the system controller exchange. The pump operated as intended. Backup controller: MFR # 2916596-2023-00314.